Event description:
The event occurred on an unknown date involving a plum 360¿ sistema infusionale compatibile con ICU medical mednet¿ software where it was reported that it restarts. There was no reported patient involvement. No further information was provided.

Manufacturer narrative:
The device is not available for evaluation- the investigation is pending.